Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy liquid, mild discomfort and dizziness. The cause of peritonitis was unknown. The patient presented to the hospital due to feeling weak with mild discomfort and dizziness; however, the patient was not hospitalized. The patient was treated with vancomycin (at a dose of 2 gram, per bag, intraperitoneal, ongoing), ceftazidime (at a dose of 1 gram per bag, intraperitoneal, ongoing) and ampicillin (at a dose of 250 mg per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was reported to be "doing well"; however, has not recovered from the events. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.